Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and gait disturbance ("could hardly walk"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia, gait disturbance and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, hip pain, gait disturbance quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal was updated to pelvic pain. New events hip pain and could hardly walk were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), gait disturbance ("could hardly walk") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia and blepharospasm outcome was unknown. The reporter considered arthralgia, blepharospasm, gait disturbance and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, hip pain, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event added: eyelid twitching. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The following information was received from social media. Post essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.